Manufacturer narrative:
One tracheostomy tube was returned for evaluation. Visual inspection of the device found it to be in good physical condition. Device cannula underwent functional testing; noted to be assembled and disassembled as intended. The reported customer complaint has not been confirmed.

Event description:
Information was received that while a smiths medical tracheostomy was in use, the patient had coughed and the cannula slipped off. The device was then replaced with a new inner cannula, and the issue was resolved. No patient injury.